Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with bubbled downstream occlusion seal. During analysis, the reported issue was able to be duplicated. The pump had a red screen on boot up to error 45985. It was noted that the l1 inductor failed and was the cause of the issue. Service will replace the printed wire assembly board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error code 43985. No adverse effects were reported.